Event description:
Pt admitted with failed right total knee arthroplasty. History of biolateral knee arthroplasty 1998; at another facility. Pt's right knee developed severe varus deformity; flexion contracture and decreased range of motion; also painful. On exam of knee; found a flexion contracture of approx 15 degrees rotated with 90 degrees of flexion only. Intraoperative note per surgeon said femoral component was loose and came out by itself. In 2002 pt underwent revision right total knee arthroplasty."